Manufacturer narrative:
D4 lot number - unknown d4 unique device identification (UDI) number(s) - UDI not required for custom instruments h4 device manufacture date - unknown without lot identification h3 device evaluation - although information indicates that the device will be returned, it has not been received to date. Review of device manufacturing records and lot specific complaint history reviews were not possible without lot identification. Two-year complaint history review found this to be the only report for this part number. No conclusions can be drawn. Should the product be received a follow-up medwatch report will be filed upon completion of investigation.

Event description:
It was reported that during a procedure performed by on (B)(6) 2026, the tip of the bullet nose reform tap; o-arm ready; 4.5mm (c3579-45) broke off in the patient's pedicle during use. A shukla broken srew remover and a small trephine were used to remove the piece and the patient was not affected. The procedure was delayed approximately 10 minutes.